Event description:
It was reported by service report that the power supply inlet was cracked with 2 fuses blown. It was also reported that the outer sheathing of the power cord was damaged. No pt involvement or adverse consequences are reported.